Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during testing at the user facility, the device did not deliver. The customer contact indicted the bolus cord was connected to an unspecified gemstar pump. It was reported that during testing, after the button on the bolus cord was pressed, the device did not sound an audible tone indicating that a bolus dose was delivered. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.